Event description:
The customer contacted and abbott cta regarding what action should be taken in response to the ausab quantitation panel product correction letter received. The cta instructed the customer to follow their laboratory's standard operating procedures. The customer stated the assay is used for r & d studies and testing is not used to determine patients' immune status. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.